Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with 475cc smooth mentor memorygel breast implant on the right, and an unknown mentor gel breast implant on the left, had experienced bilateral wound infection and right-sided implant rupture postoperatively. The patient reported that her body was rejecting the implants for the third time, and she had undergone surgical intervention. As a result, the patient underwent explantation at the end of 2019. The patient stated that she could not undergo implant replacement until approximately two years to allow her body to heal. Event details provided by the patient are unclear, and mentor is submitting the reports based on the information available at this time. The explantation date is the best estimate. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.